Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00199, 1627487-2023-00200, 1627487-2023-00201 it was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on l1 lead. As such, surgical intervention took place wherein the drg system was explanted and a scs system was implanted to address the issue.

Manufacturer narrative:
The report of high impedance/ineffective therapy was not confirmed. Analysis of the returned ipg did not identify any physical anomalies, it communicated will all lab utilities and it passed all tests on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Manufacturer narrative:
Correction d6a - implant date.